Event description:
During the evaluation of a returned homechoice device, an increased intra-peritoneal volume (iipv) event was identified. This event occurred during the therapy that was initiated on (B)(6) 2013 at 20:46:30. During night drain cycle six, the patient's ultrafiltration reading was 2180ml, indicating the home patient (hp) drained 2180ml more than their maximum programmed fill volume of 2000ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Review of the event log identified the increased intra-peritoneal volume (iipv) event. The cause was use error, inappropriate bypass of the initial drain without the low drain volume alarm occurring. The homechoice and homechoice pro apd systems patient at-home guide gives instructions on how to bypass initial drain. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.